Event description:
Complainant alleged that during a rountine shift check by a clinician, the device failed self test and displays red "x". Complainant indicated that there was no pt involvement in the reported malfunction.